Event description:
It was reported that during a da vinci-assisted surgical procedure, biomed contacted intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that universal surgical manipulator (usm) 4 did not move as expected and displayed a "rotation limit" message. Initial troubleshooting involved advising the user to rotate the arm to its default position, which resolved the issue. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the best explanation regarding usm 4 not moving as expected was that the yaw axis had reached the rotation limit and could no longer rotate. The contact person stated that the customer felt they could not rotate in the direction they wanted and couldn¿t move as they wanted. They also stated the usm moved in an unintuitive motion.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised to rotate the universal surgical manipulator (usm) to the default position, which resolved the issue. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Manufacturer narrative:
The root cause of the reported complaint is attributed to an attempt to move the affected universal surgical manipulator (usm) out of its range of motion.

Event description:
Refer to h11 for follow-up information.